Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, the patient's mother reported that her child faced an insulin flow blockage due to which the patient experienced high blood glucose level of 23.6 mmol/l. First, the patient experienced high blood glucose level on (B)(6) 2022 and changed the infusion set on the same day prior to the event. Therefore, they tried to treat it with manual injection as they were travelling and took it off for 7 hours. Currently, the patient's blood glucose level was 18.7 mmol/l. No further information available.